Event description:
A healthcare facility in germany reported via a fisher and paykel healthcare (f&p) field representative that the seal of a rt041m non-vented hospital full face mask disconnected from the mask frame. There was no patient involvement.

Manufacturer narrative:
(B)(4). The subject rt041m non-vented hospital full face mask is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Manufacturer narrative:
(B)(4). Method: the subject rt041m non-vented hospital full face mask was returned to f&p healthcare for evaluation, where it was visually inspected. Results: visual inspection of the returned masks confirmed that the facial seal was partly separated from the mask base. It was further observed that a continuous bead of glue had been applied to the mask seal. Conclusion: we were unable to determine the root cause of the observed separation as glue had been applied during the manufacturing of the masks. The rt041m full face mask features a mask base, seal, and headgear. The mask seal is inserted into the mask base and is secured with glue. Each assembled mask seal is inspected to ensure it is correctly inserted and there are no unacceptable gaps between the seal and the base. Sampling to test seal retention occurs throughout the manufacturing process. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt041l non-vented hospital full face mask. It also states the following: "operating pressure range: 5 - 25 cmh2o." "This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death." "In the case of therapy device failure, the use of this mask requires the same level of attention and assistance as in the use of a tracheal tube."

Event description:
A healthcare facility in germany reported via a fisher and paykel (f&p) healthcare field representative that the facial seal of a rt041m non-vented hospital full face mask partially disconnected from the mask base. This issue was identified prior to patient use and while still in the original packaging. There was no patient involvement.